Manufacturer narrative:
(B)(4). Date sent 7/23/2025. D4 batch # unk. B3: exact date is unk . Assumed first day of the month. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What is the current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to a low anterior resection the patient was readmitted after rectal surgery due to bleeding from the staple line. The doctor who performed the procedure informed us that the patient was taken back into surgery, revision was performed with the same serial numbered product, and discharged without any bleeding.

Manufacturer narrative:
(B)(4). Date sent: 8/8/2025 additional information was requested, and the following was obtained: what were the indications for surgery? Distal rectum tumor what surgical procedure was performed? Low anterior recession did the patient receive any preoperative chemotherapy or radiation? Yes were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? Specialized in colon rectum surgery where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Yes did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes were there any issues with device use/firing? No what confirmation was received that the device completed the firing sequence? Yes was the green checkmark visible at the end of the firing? Yes how many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 full tours was there any difficulty removing the device? No was a complete transection of the white breakaway washer visually confirmed? Yes were the donuts inspected? If so, please describe. There were 2 pieces were there any issues noted with staple formation? If so, please describe the shape and location. No does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? The surgeon thinks it may be patient related but wanted the unused devices of the same lot to be changed just in case what was the total estimated blood loss (ml)? The patient came with rectum bleeding. The amount wasn't shared. Was a transfusion required? No how was the bleeding addressed? Antibiotics were given, then discharged with follow-ups what was the pre and postoperative anti-coagulant and pain management protocol? Unknown was the bleeding intraluminal or extraluminal? Unknown what is the current patient status? Unknown.